Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse inspected the system optics and verified optical alignment, with all findings acceptable. System calibration was performed, and all parameters were within specification. The fse conducted functional testing across multiple power settings using a long test fiber and verified power output measurements with a power meter in the presence of the hospital technician. All tests were passed, and the system was confirmed to be fully operational. The complaint was not confirmed. A risk review was completed and confirmed that the event of low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected. Therefore, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the initially reported low power.

Event description:
It was reported that during preparation, the device showed low power while lasing, although no error appeared on the screen. No further information was provided.

Event description:
It was reported that during preparation, the device showed low power while lasing, although no error appeared on the screen. No further information was provided.